Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during an evaluation, loss of capture and impedance of 1990 ohms were observed. The output was increased to remedy the problem, but further evaluation found that the setscrew inset was stripped and there was no connection to the lead. Subsequently, the device was replaced.